Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a locking compression plate procedure for a distal femur on (B)(6) 2014. Within one month of surgery, the plate broke. The patient underwent a repeat (revision) surgical procedure on (B)(6) 2014. According to the surgeon, the implant is faulty. This report is 1 of 1 for (B)(4).

Event description:
It was reported that the patient has been on a complete bed rest after revision surgery where again the same implant was used. She sometimes feels shivering and pain at surgery site. The plate broke within 3 months of surgery though the patient had been taking proper post op care including some exercises recommended by her surgeon. "An image reading was performed by a medical director at depuy synthes. He stated " I reviewed the complaint report and x-ray images. I can confirm the plate breakage."

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient age is approximately 60 years but date of birth and exact age are unknown. A manufacturing investigation was performed for the subject device (locking compression plate [lcp] plate). The manufacturing investigation included an inspection of the subject device dimensions, examination of the fracture surfaces by scanning electron microscopy (sem) and a review of the manufacturing documents, technical drawings and the raw-material inspection sheet. Based on the topography of the fracture surface, we can conclude that the implant was subjected to high dynamic bending loads. Constant alternating load cycles led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the plate. The plate could not resist the applied force which finally led to the material overload I fatigue failure. Postoperative activities of the patient may have played a certain role, too. A failure resulting from either a material defect or the manufacturing process can be excluded. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient¿s age and date of birth are unknown. Event date: unknown. Patient underwent a revision procedure on (B)(6) 2014. It is unknown if the entire device was explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received as of yet. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history report: manufacturing location: (B)(4) - manufacturing date: november 26, 2013 - a non-conformance report (3220840) was generated during this production. Review of the device history record(s) showed that there was one issue with one out of 12 manufactured items (rough surface) during the manufacture of the product. Note: the one item has been disposed and the other (B)(4) have passed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.